Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the cuff. Therefore, all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the cuff. Therefore, all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A hole in the cuff edge/seam consistent with wear at a fold was identified. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. Based on the information available and analysis results, the hole identified in the cuff confirmed the reported clinical observation.